Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Gtin:(B)(4).

Event description:
It was reported that a portion of the product broke and remained inside of the patient.

Event description:
It was reported that a portion of the product broke and remained inside of the patient.

Manufacturer narrative:
Gtin: (B)(4). The device manufacturer date is not known. Alleged failure: cinchlock flex inserter wire stayed in the anchor after insertion. Piece of wire stuck in patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device or user unfamiliarity with device. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.